Event description:
A regulatory affairs specialist from olympus canadian distributor reported that an endoscopic clipping device used at a hosp did not deploy properly during a procedure causing a clip to become stuck inside its' sheath. When an olympus regulatory affiars analyst contacted the hosp, a charge nurse stated that gi personnel are unaware of problems associated with the device. She mentioned that if the event occurred, it must have been an insignificant event.